Event description:
It was reported that this pacemaker was programmed to unipolar and exhibited oversensing. The device remains in use. No adverse patient effects were reported. Additional information received indicates the oversensing occurred on the right atrial (ra) lead channel. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was programmed to unipolar and exhibited oversensing. The device remains in use. No adverse patient effects were reported.